Event description:
It was reported that the device was explanted due to the inability to perform telemetry. The reporter stated that it was suspected that the device overdischarged for the third time. There were no patient symptoms or injuries associated with this event.

Manufacturer narrative:
Product ID 37761, lot# c0315139, product type recharger. (B)(4). Analysis of the device, model #37712, serial # (B)(4), found that the capacity was reduced due to overdischarge. The device was functionally okay after being recovered from an overdischarged state. According to the trace report taken from the device, there was 1 overdischarge count. The last 4 out of 5 recharges done in the field showed 0 bars of coupling 5-7 minutes into the recharge session. One of the last 5 recharges done in the field showed 4 bars of coupling. The battery depleted to the lock mode on (B)(6) 2012 and two subsequent recharges done in the field had 0 bars of coupling and therefore did not recharge the battery or bring it out of lock mode even though one recharge session lasted almost 8.5 hours.